Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that more than 1 year after the clip ((B)(4)) was implanted, it was found that the clip was only attached to a small portion of the leaflet, which required an additional mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014 to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Two clips ((B)(4)) were implanted and the mr was reduced to 1. On (B)(6) 2015, the patient presented with dyspnea. Echocardiogram showed jets medial and lateral to the medial clip. The physician stated that the reason for the new jets was worsening of the dilated cardiomyopathy and morbid morphology. The medial clip was attached to both leaflets, but only a small amount of the anterior leaflet was attached. It is the physicians opinion that this was due to the progression of dilated cardiomyopathy. On (B)(6) 2015, two clips were implanted for treatment of the clip movement and increased mr grade of 4. The first clip was implanted medial to both clips and the second clip was implanted between both clips. A muscular ventricular septal defect (vsd) occluder was implanted in the middle of all clips to further reduce mr to 2-3. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported failure to adhere or bond is related to patient morphology/pathology, as the patient was reported to have worsening dilated cardiomyopathy. The patient effects of worsening mitral regurgitation and dyspnea are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.